Manufacturer narrative:
Received one 160636 in opened original package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The lap probe tip of the cannula was broken off and returned with the device. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be excessive output settings selected. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised to question unusual requests for increased power output settings. Such requests should initiate a check of integrity/condition of all cords, connections, and electrodes including the dispersive electrode (ground pad) before a power increase is made. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 160636, lap probe,5 mm, h/switch,36cm device was being used during an unknown procedure on an unknown date when it was reported ¿we had an incident with conmed argon laparoscopic probe where it got melted and broken while using.¿. Further assessment questioning found that the device did fragment and was removed from the surgical site with the use of laparoscopic bowel grasper. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the 160636, lap probe,5 mm, h/switch,36cm device was being used during an unknown procedure on an unknown date when it was reported ¿we had an incident with conmed argon laparoscopic probe where it got melted and broken while using.¿ further assessment questioning found that the device did fragment and was removed from the surgical site with the use of laparoscopic bowel grasper. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.